Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor and system board were replaced to address the issue. In addition of the above evaluation, the device's fio2 tubing, active exhalation control module valve, 3-way solenoid valve and pm kit were replaced due to an event code and test fail that would not affect therapy. Passed all verification tests. Calibrated circuit.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor and system board were replaced to address the issue. In addition of the above evaluation, the device's fio2 tubing, active exhalation control module valve, 3-way solenoid valve and pm kit were replaced due to an event code and test fail that would not affect therapy. Passed all verification tests. Calibrated circuit. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor was visual inspection found contamination. Pil is unable to perform any further testing of the component due to the contamination of the component.